Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an altitude alarm occurred. The customer resumed insulin deliveries after 15 minutes. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus via the pump was delivered to address the bg level. The contact reported manual injections would be used for insulin therapy.